Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the infusion completed 2 hours early. The length of the infusion had been set for 46 hours but 44 hours was the actual when the infusion completed. The site confirmed the pump was programmed correctly, and the pump did not alarm. The pump settings were a continuous infusion rate of 2.3 ml/hour, with a total reservoir volume of 106 ml and given amount was total. The settings had not been changed for air detector and the upstream sensor. A closed system drug transfer device (cstd) was used to fill the cassette. The pump was used to prime the extension tubing. The event occurred while in use with patient, and the patient was not medically affected.